Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device could not be powered on via the on/off button. This was attributed to moisture and corrosion within the device. It is unclear when the moisture penetrated the device, however the corroded pcba would suggest it had been in the presence of moisture for a prolonged period. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device could not be turned on and off. Failure to power on a device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.